Event description:
"Literature article reviewed. Mccarthy cj, mahon j, sheridan ga, welch-phillips a, o'byrne jm, kenny pj. Third and fourth generation ceramic-on-ceramic total hip arthroplasty at a minimum of ten years. J clin orthop trauma. 06 jul 2022. Pmid: 35865324. The article's purpose was to analyze the survivorship and functional outcomes associated with coc tha implants performed at a minimum of 10 years. Patient data: there were 449 coc thas performed in 404 patients during this period, with 45 patients undergoing bilateral coc tha. There were 210 females and 194 males. Depuy products: biolox ceramic liner, biolox ceramic head, pinnacle cup, duraloc cup, s-rom stem, corail stem, charnley stem. All other implants in the study were competitor. Adverse events ¿ all noted aes were treated with revision. It is not indicated within the article which aes are associated with which implant device manufacturer. Therefore, all aes will be captured with a quantity of 1 as there is insufficient information provided to determine the quantity of event per ip. Acetabular liner dissociation, aseptic acetabular component loosening, aseptic loosening femoral component , femoral stem fracture , fracture acetabular liner, fracture femoral head, infection, pain, periprosthetic fracture, recurrent dislocation , implant noise - squeak".

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.